Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 21-mar-2025. [Additional information]: on 21-mar-2025, additional information was received. The information indicated that the complaint device is not available for return. Based on complaint information, the device is not available to be returned for analysis. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed through functional evaluation and analysis of the physical complaint product. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone and email address are not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photos included in the complaint. The review is documented below. [Photo review]: three photos accompanied the complaint file. The first photo showed the inner pouch of the device. The second and third photos showed the luer hub of a cerebase complaint, and the thread was noted to be in a broken condition leaving separated residues of the thread. No other damages were identified. The reported issue documented in the complaint was confirmed based on the photos provided. An assessment will be performed as per the conditions of the device returned. A review of manufacturing documentation associated with this lot (31377536) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the preparation for a procedure, ¿putting the valve that brings it to the third round of thread,¿ the hub of the 90 cm cerebase straight distal access (da) guide sheath (gs9090sd / 31377536) is broken and the cerebase was replaced with the 80 cm cerebase da guide sheath (gs9080sd) and the procedure was successfully completed. Three (3) photos were included in the complaint file. The photos will be reviewed by the product analysis team. On 04-mar-2025, additional information was received. The information confirmed that the reported issue occurred prior to the start of the procedure, during the device preparation. The intended procedure was ¿neurovascular therapy. The blood vessel targeted was the horizontal petrosal.¿ no excessive force was exerted on the device, ¿normal force was applied, the same force had been applied previously with another similar device.¿ the reported issue did not result in any clinically significant delay in the procedure.